Event description:
The patient reported he developed a red rash under a portion of the mass and tape collar. The patient reportedly removed a portion of the tape collar and noted a slight improvement to the affected area. No further information was reported.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6)2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.